Event description:
It was reported that the blade broke during a thyroidectomy procedure. The blade fell into the patient, but it was retrieved. They opened a new device to complete the procedure. There was no patient consequence.